Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: a2: 39 years. A3: female. B4: 23 oct 2019. B5: no new information to report. B7: low bone density - type iii. G4: 23 oct 2019. G7: follow up. H1: serious injury. H2: additional information. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was not returned for evaluation. The reported condition of the implant being removed due to strong pain, swelling, numbness, dizziness, paraesthesia, hypesthesia around the eye, and tinnitus could not be confirmed. A device history review could not be performed as the reported device lot number is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review was completed for the reported item number dating back to 12 months. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: date of event: unknown. Device manufacture date: unknown. The device is not expected for evaluation as the location of the device is unknown. An investigation will be completed. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant at tooth location 12 had to be removed due to strong pain, swelling, numbness, dizziness, paraesthesia, hypesthesia around the eye, and tinnitus.